Manufacturer narrative:
The technician found the shoulder screws that secure the side rail latch to the end tube are missing. This is most likely cause due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The shoulder screws and nuts were replaced by the technician to resolve the issue.

Event description:
The technician reported the side rail will not latch. The stretcher was located in storage at the facility. There was no pt/user injury reported. (B)(4).